Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ ID broth tube was seen with contamination. The following information was provided by the initial reporter: when customer use ID broth tube to ID/ast test, they saw the broth in tube was contaminated.

Manufacturer narrative:
H.6 investigation summary: this complaint is for foreign matter in tubes of phoenix ID broth (246001) batch number 2174602. The customer did not provide product returns for investigation but provided photos. The photos show phoenix broth tubes with batch number present and contamination visible in the photo. As a result of the photos, this complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns.

Event description:
It was reported that bd phoenix¿ ID broth tube was seen with contamination. The following information was provided by the initial reporter: when customer use ID broth tube to ID/ast test, they saw the broth in tube was contaminated.